Manufacturer narrative:
Concomitant medical products: 5594-53 lead, implanted: (B)(6) 2008, 6947-65 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a systemic infection (bacteremia.) During the removal of the left ventricular lead, the lead broke and the tip remains in a branch of the coronary sinus. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that without destructive testing, visual inspection shows the distal and proximal conductor ends were cut and no filar fractures in-vivo were observed on conductor ends. Also, no insulation breach in-vivo was found on the proximal segment received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.